Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during collection with 3 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes there were low draws. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: during blood collection and use. Defect: low draw issue. Quantity: 3 pieces. Impact: no impact on patients and users.

Event description:
It was reported that during collection with bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes there was a low draw. There was no patient impact. This is the 1st of 3 patients. The following information was provided by the initial reporter, translated from chinese to english: stage: during blood collection and use. Defect: low draw issue. Quantity: 3 pieces. Impact: no impact on patients and users.

Manufacturer narrative:
The following field has been updated with additional information: b.5. Describe event or problem: it was reported that during collection with bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes there was a low draw. There was no patient impact. This is the 1st of 3 patients. The following information was provided by the initial reporter, translated from chinese to english: stage: during blood collection and use. Defect: low draw issue. Quantity: 3 pieces. Impact: no impact on patients and users. H.6. Investigation summary: bd had not received samples, but one photo (1) photos was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed. Additionally, ten (10) retention samples were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.